Event description:
It was reported that the tube cuff could not be deflated, and the water could not be removed. The nurse cut the inflation line, inserted a needle into it, and gradually aspirated the cuff's contents. The event took place at the patient's home and was conducted by a health professional. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done and the reported issue was duplicated. The probable cause of the particulates observed is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.